Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the universal motion controller (umc). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that errors were detected on universal surgical manipulator (usm) 3, specifically error 40013 and others, despite a recent replacement of usm3 by a field service engineer. The issue was identified approximately 5 to 7 minutes after the start of the procedure. The user performed two reboots without success, and the tse guided them to perform a reboot using the epo and patient side cart (psc)'s breaker. The user converted to another dv system to continue with the procedure as planned.